Event description:
The user facility reported that the patient encountered positioning issues, low pump flow, pump suction and patient had hemolysis during impella cp support. Patient¿s labs were reported as hemolyzed. Urine output still concentrated yellow. Additionally, on echocardiogram, impella was measuring shallow again at 2.5 cm from av (aortic valve) annulus but also pointed toward mitral valve. The doctor at bedside attempted to reposition with echo guidance but it appeared that the pigtail was caught and the impella either advanced too far or was pulled back too shallow. Attempted to torque, but flow decreased to 0.5l/min and started getting suction alarms even on p2. Doctor called to discuss taking patient to catheter lab to reposition. Patient remained on p2 and hemodynamics remained stable. Options of replacing impella vs explant vs impella 5.5 intra-aortic balloon pump placement discussed between the team. The decision was ultimately made to take patient to catheter lab and explant the pump.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction: e4 and h6 medical device problem code 01 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
Correction: e4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Hemolysis: the cause hemolysis was unable to be determined due to insufficient clinical details and since it is unknown if giving fluid bolus resolved the hemolysis. Device in wrong position (positioning issue): the cause of the positioning issue was unable to be determined due to insufficient clinical details. Low pump flow, pump suction: no product or logs were returned. The cause of low pump flow/ pump suction cannot be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.